Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The reported issue was isolated to battery not being fully seated. After reseating the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during use. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse patient outcome reported.